Event description:
Device 1 of 3. Reference MFR report #1627487-2012-12198, reference MFR report #1627487-2012-12199. The pt reported she fell and subsequently could not feel stimulation from the off-label occipital leads. Reprogramming resolved the issue. A few days later, the pt could not feel stimulation again. The sjm cs then met with the pt and the pt reports feeling a shocking sensation in the two occipital leads. Note there are two models of leads, two leads of each model. There are four total leads, from three different lot numbers. Also note two leads are placed supra-orbital (off-label use). It was reported the pt had x-rays and there are no visible anomalies with the leads or ipg. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.